Event description:
It was reported that the patient presented for routine device change out, upon interrogation the pulse generator exhibited backup vvi mode. The device was explanted and replaced.

Manufacturer narrative:
Analysis found normal battery depletion.